Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs1988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the PICC line, the introducer was noted to have raised ribs on the tear away sheath. The PICC was placed in the patient without much more difficulty using this introducer.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged introducer sheath is confirmed, but cause is unknown. Two photographs were returned for evaluation. The first photo shows what appears to be an already split introducer sheath which appears to display deformation including two major areas of radial buckling. The t-handle is not visible. The second photograph displays a similar, but less focused image of an introducer sheath, also without the t-handle visible. As buckling is visible, but no cause can be discerned, the complaint is confirmed as cause unknown. A lot history review (lhr) of rebs1988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the PICC line, the introducer was noted to have raised ribs on the tear away sheath. The PICC was placed in the patient without much more difficulty using this introducer.